Event description:
Covidien rec'd info stating that an 840 ventilator was failing short self testing (sst) due to a leak. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and found the oxygen (o2) sensor cracked. The cse replaced the o2 sensor. The cse performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to the FDA.